Event description:
Patient reported receiving elevated blood glucose readings (318 mg/dl - "hi"), while using the suspect device. Patient phoned their physician, and was advised to seek treatment, for high blood glucose, at the hospital. Patient stated that their blood glucose measured 282 mg/dl, using the hospital's blood glucose monitor. Patient was admitted and their blood glucose was retested, by the hospital lab, with the result of 282 mg/dl. At the same time, patient's blood glucose monitor measured 564 mg/dl. Patient stated that they were treated with intravenous fluids, for dehydration. Patient indicated that they remove their strips from the vial, which they store loose in a carrying case. They were advised of proper storage of test strips. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device and replacement product was shipped.